Event description:
A complaint of infection at the pocket site was received. The infected fluid was building up causing charging difficulties. The fluid was drained and the pt was administered antibiotics. The precision system was explanted. It was determined the infection was meningitis.